Manufacturer narrative:
The insulin pump received a motor error alarm during the basic occlusion test and it was unable to prime during the prime test due to a faulty force sensor resistor (gold). The motor passed the motor test. The following physical damage was also noted: minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during a bolus attempt. The patient's blood glucose at the time of incident was 311 mg/dl. Troubleshooting was initiated for the motor error alarm. The pump was not exposed to an MRI or high magnetic field. The customer was also able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.